Manufacturer narrative:
It was reported that restarting the navigation system resolved the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. The analysis of the computer for the navigation system was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Medtronic representative was instructed to reinstall the software. A computer was replaced as a preventive measure. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation but results are not available yet.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), the navigation system became unresponsive in the patient select screen. After waiting for 10 minutes, the system was rebooted which resolved the issue and the site were able to perform a successful registration. However, during navigation the system became unresponsive again. A medtronic representative recommended rebooting the system again. The procedure was completed with the use of navigation. No information was provided on delay to procedure and patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.